Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that while changing the port, a nurse was trying to unscrew the medial line and the line broke. The cvc had to be changed. No clinical consequence for the patient.

Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not supply a lot number; however, potential lot numbers were determined from a sales history review for this customer. A device history record review was performed on the catheter from the most likely potential lot number and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. (B)(6) will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that while changing the port, a nurse was trying to unscrew the medial line and the line broke. The cvc had to be changed. No clinical consequence for the patient.